Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed the lens was torn in half and a piece of the optic was torn off and missing. Additionally, the injector plunger was broke. There was clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The customer reported the +20.0 diopter aq2010v silicone three piece lens tore upon insertion. The lens was removed and without any injury to the patient.

Manufacturer narrative:
Per medical review - reportedly, 3-pice silicone iol was torn off upon insertion requiring intraoperative lens removal without any patient injury. No incision enlargement or any other tissue damage was reported. No reported postoperative sequelae. Based on the complaint history, work order search, device history record review, medical review, evaluation of the returned product, injector and cartridge lot searches, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of the lens, injector or cartridge that was the root cause of the complaint. A lens work order search was performed and no similar complaints were found. An injector lot search found eight similar complaints. A cartridge lot search found 2 similar complaints. Based on the complaint history, work order search, device history record review, injector and cartridge lot searches and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).